Event description:
The event was reported that the doctor was performing a lap chole with an lcsc5 and rec'd an error tone while testing the instrument. After tightening the instrument, the instrument passed the tests and the case continued. In the middle of the resection, the active blade broke off of the lcsc5 and fell into the pt. The doctor retrieved the broken active blade and instrument from the pt, attached a second lcsc5 and completed the case with no pt consequence. The instrument was sent to the hospital risk management department for reporting. No device to be returned at this time.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.